Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, screw from the scissors detached inside the patient's abdomen. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Information was received that the initial MDR for this event was a duplicate of case that was submitted in 2024 under internal reference number (B)(4) (MDR 25-11). MDR 25-601 will be voided as a duplicate. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Information in the first supplemental report for this event was incorrect. Correction is made in section g3. The event is filed under internal karl storz complaint ID: (B)(4).